Event description:
It was reported the touch screen will not calibrate. The calibration disk was ran with two separate new touch pens. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the overlay screen and stylus pen were not tracking together on the left side. It was also noted that two system errors had occurred once in the past.